Event description:
A consumer reported false positive inteliswab test results to oti consumer support. The consumer stated they tested positive using an inteliswab test and another brand rapid test but the same day, tested negative at a doctor's office. The consumer did not provide details as to how the test was performed or if the IFU was followed. It is unknown if the test performed at the doctor's office was a confirmatory pcr test.

Event description:
A consumer reported false positive inteliswab test results to oti consumer support. The consumer stated they tested positive using an inteliswab test and another brand rapid test but the same day, tested negative at a doctor's office. The consumer did not provide details as to how the test was performed or if the IFU was followed. It is unknown if the test performed at the doctor's office was a confirmatory pcr test.

Manufacturer narrative:
The consumer reported false positive inteliswab test results but did not state if a pcr test was performed confirming the false results. No additional follow up is to be expected with this complaint and the incident will be closed internally.